Manufacturer narrative:
The subject devices were returned to omsc for investigation. The investigation confirmed that the cutting knife of the first device broke off from the root and it was burnt. The cutting knife of the second device was deformed and there was friction when trying to project the cutting knife from the sheath. Also as the result of checking the manufacturing records of the same lot, nothing abnormal detected. Omsc assumes that the local cutting wire became extremely hot since the length of the contact between the cutting knife and tissue was too short and it caused the breakage or deformation. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during gastral endoscopic submucosal dissection (esd), the cutting knife of the device broke and fell off into the patient. The doctor removed it from patient and exchanged it for another device. However, the cutting knife of the second device could not project out from the sheath. The doctor completed the procedure with a replacement. There was no patient injury reported.